Event description:
Related manufacturer reference number: 2017865-2022-17308. It was reported that the patient presented to a scheduled procedure. During the implant procedure, the catheter could not be advanced smoothly through the left ventricular lead. The physician suspected that the catheter was bent. While attempting to implant the left ventricular lead, the lead exhibited high threshold and failure to capture. The left ventricular lead implant was abandoned as the patient developed coronary sinus dissection during the procedure. The patient condition was stable post-procedure.

Manufacturer narrative:
The reported events of failure to capture and unacceptable capture were not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. S-curve was measured to be within specification.